Event description:
The customer report that she noticed the cannula was bent and her blood glucose reached 291 mg/dl less than 24 hours after the pod was activated.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.